Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The coil was returned covered in dried blood. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and there was no anomaly noted. The zap tip shape and surface was smooth. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
Reportable based on device analysis completed on 27 jul 2015. It was reported that the coil detached prematurely. The target lesion was located in the splenic artery. A 10mm x 40cm interlock -35 coil was selected to treat the target lesion. During the procedure, the coil was advanced inside the guide catheter and was noted that it deployed unexpectedly. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed main coil broken.